Manufacturer narrative:
The full lead was returned, analyzed, and the distal end of the lead was bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead the tip of lead appeared to be bent approximately one to two centimeters from the distal end. The physician decided to not try and reinsert the lead and another lead was successfully implanted. No patient complications have been reported as a result of this event.